Event description:
Broken mandibular hardware requiring 2 surgical interventions for removal and replacement within a 25-day period. Distractor separated from weld on post plate. In 2005: initial surgery: pt underwent surgical procedure for placement of 20mm micro zurich distractor in left and right mandible to correct mandibular hypoplasia. About two weeks later : x-ray mandible 4+ views showed left micro distractor hardware broken. Two days afterwards: left micro distractor hardware surgically removed and replaced. Post operative hospital stay in intensive care unit. A week after this: x-ray mandible 1-3 views showed right micro distractor hardware broken. Repeat x-ray mandible showed a clear fracture of the left micro distractor hardware. Two days later: second surgical procedure to remove/replace both left/right micro distractor hardware. Post-operative hospital continues as of this date.